Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The balloon was loosely folded. The tip, balloon markerband, proximal weld, the inner/outer shaft, and tack weld were microscopically and tactile inspected. Inspection revealed 57mm of the balloon was returned with 71.5cm of the inner shaft from the strain relief was returned, with the inner shaft separated at the distal edge of the tack weld, with a burst in the balloon material 13mm in length (with missing balloon material/tip). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon detachment occurred inside the patient. The target lesion was located in the lower left fibularis. There was a 3-4cm occlusion along with additional small lesions. An antegrade approach was gained and a 6 fr non bsc sheath was placed and a v18 guidewire was engaged. A sterling sl balloon catheter crossed the occlusion and the lesions with no resistance. The balloon was inflated to 6 atmospheres with an encore inflation device, then a small "bang/ping" was heard. The balloon was easily withdrawn without resistance and discarded without examination. Contrast was injected and it was noted that the balloon was still in the vessel. The balloon was removed by surgery. The patient survived everything well and is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred inside the patient. The target lesion was located in the lower left fibularis. There was a 3-4cm occlusion along with additional small lesions. An antegrade approach was gained and a 6 fr non bsc sheath was placed and a v18 guidewire was engaged. A sterling¿ sl balloon catheter crossed the occlusion and the lesions with no resistance. The balloon was inflated to 6 atmospheres with an encore inflation device, then a small "bang/ping" was heard. The balloon was easily withdrawn without resistance and discarded without examination. Contrast was injected and it was noted that the balloon was still in the vessel. The balloon was removed by surgery. The patient survived everything well and is fine.